Event description:
Patient reported the last treatment on (B)(6) 2023 had a bad needle set. Only 1/6 needles worked, 2 leaked badly and 1 caused a hard white center with redness sounding the harder area, moved the needle and it did it again to another area. Stopped the treatment and changed out the needle set and all was fine and able to complete the treatment without any further incident. Patient saved the package of the bad needle set. Unknown if patient missed a dose, experienced an adverse event, or if patient has defective device on hand for return. No further information. Reported to (B)(6) by: patient/caregiver. Reference reports: mw5149882, mw5149883, mw5149885, mw5149886.